Event description:
Same case as MFR report #: 2134265-2010-01938. It was reported that during a percutaneous transluminal angioplasty procedure the balloon catheter became entrapped on the guide wire. The 50-100% stenosed multiple lesions were located from the left superficial femoral artery (sfa) to the popliteal artery. The calcification of the lesions ranged from non-calcified to moderately calcified. Vascular access was obtained in the groin. A 4fr sheath was inserted and a standard 0.035 4fr pigtail guide catheter was advanced into the aorta where angiography was performed. The left common iliac vessel was accessed and 4fr pigtail was removed and exchanged for a 4fr straight catheter which was advanced into the left sfa. The guide wire was exchanged for a v-18 control wire. The v-18 was advanced and difficulty was encountered while crossing the iliac bifurcation, however the v-18 crossed and was advanced across the lesion. The 5.0mm x 40mm x 135cm sterling balloon dilatation catheter was back-loaded over the v-18 guide wire. The physician inflated the sterling to 8atms to angioplasty the lesions beginning at the sfa and worked distally to the popliteal artery. As the physician began withdrawing the sterling some "noticeable" friction was noted, however, the friction was "not excessive" and no additional force was needed to withdraw the sterling. Once the sterling was outside of the patient but still on the v-18 guide wire, the sterling "stopped moving over the wire in either direction". The physician was reluctant to remove the v-18 since the left sfa had to be reaccessed and difficulty was encountered crossing the iliac bifurcation. Force was used to remove the sterling from the v-18 guide wire, however, it was noted that the sterling shaft was severely stretched and the inner lumen was fractured in several locations. The physician used the v-18 guide wire to complete the remainder of the procedure. No patient complications were listed and the patient's status was reported as "stable".

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).